Manufacturer narrative:
Pivot pin retaining rings on breakaway head section.

Event description:
It was reported by service report that the breakaway head section was missing a pivot pin for the center pivot bracket and it could not lock properly. No pt involvement or adverse consequences are reported.